Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
Hamilton medical ag received the following incident description: the ventilator device did not start up and the battery charge indicator did not work. This abnormity is noticed before usage. There is no patient involvement reported to hamilton. There is no need for medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.